Event description:
It was reported that this right ventricular (rv) exhibited high capture thresholds during a post-implant follow-up. The physician suspected lead migration. A revision procedure was performed and the rv lead was repositioned without complication. This rv lead is currently in use.